Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing both high and low blood glucose (bg) levels, with readings reaching 391 mg/dl and dropping to 51 mg/dl. Review of the report showed that a late meal announcement likely caused the low bg, and announcements while the bg is high contributed to insulin stacking. The user treated the low with juice, which corrected bg. The agent educated the user to announce meals when starting to eat or within 30 minutes afterward to avoid similar issues. The user's reported symptoms during the event included sweating during the high, with no symptoms reported during the low. No medical intervention was required at the time of call.